Event description:
It was reported that the hcu 30 device would not make ice. No patient involvement reference: (B)(4).

Manufacturer narrative:
The affected component of the device was investigated by the manufacturer. The investigation revealed a defective r56 thermistor on the power supply board. The power supply was replaced. However, the unit would not make ice. Additional evaluation needed. A supplemental medwatch will be submitted when additional information becomes available.